Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer went to the emergency room on (B)(4) 2020 at 12 pm and was admitted later on. The customer realized that the insulin pump was not working as the screen froze and does not advance to bolus. Customer also received insulin flow blocked alarm. The alarm was resolved by infusion set change. Customer also reported getting a low blood glucose after a set change. During troubleshooting, it was found that the customer was using a 9 mm infusion set and fill cannula amount being used was 5 units as opposed to 0.5 units. The customer was not wish to continue troubleshooting for battery failed. The self test and displacement test were performed and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 at 12 pm. The customer blood glucose level was 96 mg/dl at the time of hospitalization. Customer stated that they woke up with the blood glucose value 530 mg/dl and next day realized insulin pump was not working. Customer stated that insulin pump would stay on front screen and not move screens. Customer stated symptoms related to the hyperglycemia were nausea and vomiting. The customer was treated with manual shots. Customer was allege insulin pump was under delivering the insulin because screen didn¿t advance to bolus. Customer did the self-test and they unsure if it was passed or not. Customer also stated that down button did not work abut after troubleshooting customer stated buttons are responding. Customer also stated that insulin pump received insulin flow block alarm and it was resolved by infusion set change. The device will not be returned for analysis.